Event description:
The customer reported that following a diagnostic catheterization procedure on june 8, 2000, a vasoseal vhd kit size 5 was depolyed. At some point during deployment, the sheath cracked along the side allowing one of the plungers to deploy through the side of the sheath, instead of deploying through the length of the sheath. Both collagen cartridges were deployed. But, when the physician attempted to remove the plunger from the tissue tract, it was difficult to remove. Finally, the physician was able to remove the components and hemostasis was achieved within 10 minutes. No pt complications were reported.